Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the system. While performing an imaging system check-out, the medtronic representative, confirmed the door would not open or close. A replacement gantry motion control box was shipped to the site. After replacing the gantry motion control box, the medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. An investigation was completed at the medtronic facility, confirming the reported problem. Gantry motion controller box was installed in a test system; gantry door open did not work. Gantry box was determined to have an electrical issue. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative called before a case to report their imaging system door would not open. All drive and movement functions worked with the exception of door opening. Attempts were made to troubleshoot the issue. Twice the imaging system was shut down and rebooted which did not resolve the issue. Using the override button did not resolve the issue. The imaging system door was manually opened and closed after which, an attempt to electronically open it resulting in the door not opening. This issue occurred prior to surgery, no patient was present. At the end of the call, the representative reported they chose to complete the upcoming procedure with another imaging system.